Event description:
Transferring a resident from chair to the patient's bed. The patient fell to floor once the chair was moved out from under him.

Manufacturer narrative:
Distributor investigated this incident and as is included in this report, it was found that the strap on this overhead lift had various wear marks on the strap as it was a lighter color than the rest of the strap. Distributor covered the inspection and replacement section of the strap as it is in the manual. Also suggested that an inservice with the staff be performed.